Event description:
No pump was returned, therefore the reported complaint of "mechanical hardware failure (av sticky valve)" could not be confirmed or refuted. Per the preliminary technical failure summary, the customer was able to clean pins and run a successful test infusion with no errors. The pump can be returned to customer use. An internal CAPA was opened to investigate the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed reported: tag just said service needed. No idea of patient issue, etc. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.